Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and delamination. A leak test was performed and found delamination on the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.